Event description:
It was reported that a patient underwent a left inguinal hernia repair procedure on (B)(6)2023. And suture was used. This was more than a year after surgery, and the left side prolapsed again for more than a month. After the surgery, the patient had a small amount of fluid seeping from the incision area and changed dressing daily. The patient was automatically discharged from the hospital. On the 7th day after surgery, the patient complained of unbearable pain and came to the hospital for treatment. The dressing on the surgical area was removed, and there was a slight redness, swelling, heat, and pain in the surgical area, resulting in redness, swelling, exudation, and poor wound healing. Blood routine white blood cell count: 11.32 neutrophils: 85.6%. Immediately perform bedside debridement and suturing, open the surgical incision, and a large amount of purulent secretions seep out. Consider suture rejection reaction, resulting in fat liquefaction and infection. Clean the surgical incision, undergo daily dressing changes, and be discharged after recovery. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was ethicon suture used in the first surgery more than 1 year ago? What procedure was performed more than 1 year ago? Please provide the patient's weight and bmi at the time of the inguinal hernia repair. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe what is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Will the product be returned? If so, please provide the return date and tracking information.